Manufacturer narrative:
(B) (4). The xience v 2.5 x 28 (part 1009539-28, lot 9121141) and xience v 3.0 x 28 (part 1009541-28, lot 911941) indicated are being filed under separate medwatch MFR numbers. The device remains in the pt. The lot number was provided. A f/u report will be submitted with all relevant info.

Event description:
Device issue: resistance. Adverse event: thrombosis/intervention/death. Onset of adverse event: 4-days post-procedure. It was reported that a procedure was performed on (B) (6)2010 to treat the heavily calcified and 100% stenosed mid left anterior descending artery (lad). After pre-dilatation, a xience v 2.5 x 28 stent system was advanced; however, the stent system was not able to cross the lesion. Two non-abbott guiding catheters, 5f and 7f, were inserted and the 2.5 x 28 xience v was re-advanced, as well as a xience v 2.5 x 28 and a xience v 3.0 x 28. All stents were deployed successfully from the distal lesion to the proximal lesion. Post dilatation was performed and intravascular ultra sound confirmed that all three xience stents were expanded well and the procedure was completed. On (B) (6)2010, the pt's respiratory status worsened due to heart failure and pneumonia; steroids were administered. On (B) (6)2010, bradycardia and cardio pulmonary arrest were diagnosed. Percutaneous coronary intervention was performed and thrombosis was found in the left main and in all three xience v stents. Aspiration was performed and blood flow was restored to timi grade 3. The pt was comatose and placed on percutaneous cardiopulmonary support (pcps). On (B) (6)2010, the pcps tube was removed and the pt died. Reportedly, the lad may have been injured by the 5f and 7f guiding catheter technique causing thrombosis. Though requested, no add'l info has been provided.